Event description:
During the index procedure the patient had a 3.5 x 26 mm resolute integrity rapid exchange (rx) drug-eluting stent implanted in the mid lad. A dissection is reported to have occurred during the procedure. A 3.5 x 15 mm resolute integrity stent was implanted in the mid lad to treat the dissection. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4)